Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and displacement accuracy test. Device passed the delivery accuracy test at 0.08815 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and under delivery of insulin. Customer¿s current blood glucose value was 392 mg/dl. The customer also reported blood glucose over 400 mg/dl when they changed their infusion set. Customer stated that they used syringes but had been doing correction. Customer alleged the pump for under delivery because he ended up with highs and thinks that his carb intake had changed. Customer mentioned that the drive support cap appeared normal. Insulin pump will not be returned for analysis.